Manufacturer narrative:
Contrary to the initial report, the shroud guard column protectors were discarded and were not returned for evaluation. Without the returned device, the cause of the reported event cannot be determined. All current on-hand inventory was inspected. Steris was unable to confirm or duplicate the reported issue. A 3-year complaint review indicates this to be an isolated event. The user facility was provided with a replacement shroud guard column protectors. The user facility provided four serial numbers that were associated with the complaint (B)(6). No additional issues have been reported.

Manufacturer narrative:
The shroudguard column protectors subject of the reported event are being returned to steris for evaluation. Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that an employee obtained a cut when removing the shroudguard column protectors from their surgical table. No medical treatment was sought or administered.